Manufacturer narrative:
B3 date of event is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they could never really use the implant to the full capacity because it actually hurt more than it helped. Patient didn't recall the event date. Patient hadn't charged the implant in a couple years. The theory was that the implant was supposed to help their headaches but when they increased stimulation they would feel burning or stinging sensations. Patient's implant wouldn't charge as well. Patient would like to remove the implant. The patient was redirected to their healthcare provider to further address the issue.